Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: the reported event was confirmed as the product was returned and visual inspection of the returned tasps exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post. All pieces were not returned. DHR was reviewed for deviations and / or anomalies with no deviations / anomalies identified. Root cause could not be determined with information available as frequency of use is unknown and condition of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the persona knee instrument was fractured and all pieces were returned. There is no additional information at this time.